Manufacturer narrative:
Medihoney was not returned for evaluation: this complaint alleges infection after continued use of medihoney product ordered online at amazon on 4 separate occasions. Since no lot numbers were provided, no DHR review or lot commonality query could be completed. The customer did not have a prescription for the product, which is requirement for the sale of the device. This product was purchased online at amazon by 2 separate sellers. Neither of these sellers or parent businesses are still selling product on amazon. No product was returned for evaluation in this case. It has been confirmed that there are sales of counterfeit medihoney devices being sold on amazon. FDA and integra has taken steps to remove any listings of medihoney devices on amazon. Without return of device for evaluation, we are unable to confirm that the product is a genuine integra device or if it is a counterfeit sold on the online marketplace. There is no evidence to suggest that the product caused the infection to occur, but if the product is returned or the customer responds to the requests for further information, any possible source of contaminants within the product will be investigated and DHR review can be initiated. This complaint is considered unconfirmed at this time.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported an infection while using medihoney (ID 31515) for months. The wound worsened and resulted in three surgeries, two of which were due to infections. No additional information has been provided after several attempts.